Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. This is pending repair completion. The field service engineer (fse) is waiting for po from the customer to perform repair on this unit. Patient involvement was also requested. Contacted customer inquiring for the event date and left a voicemail.

Event description:
The customer reported that the display screen is scrambled. It is unknown if the unit was in use on a patient, but the customer reported there was no patient harm.

Manufacturer narrative:
The field service engineer (fse) replaced the front bezel under (B)(4), tested no problems found ready to be returned to service.